Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported poor image resolution was associated with difficulty visualizing the septal leaflet. The reported migration of partial clip movement and slda appear to be related to patient morphology/pathology. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 3+ functional tricuspid regurgitation (tr), small septal leafelt, and a small atrium for a triclip procedure. The tr was coming from the anterior and septal commissure. The septal leaflet was difficult to visualize in transesophageal echocardiography (tee) and transthoracic (tte). The first clip was placed on the septal and anterior leaflets with good insertion. After releasing the clip, it turned approximately 45 degrees. The clip appeared to have detached from the septal leaflet but was held by the mitral valve apparatus (possibly chordae), which could not be verified due to a lack of visibility. A second clip was decided not to attempt due to a lack of visibility and space towards the central part of the valve. The implanted clip appeared to be held enough by the anterior leaflet to be stable. The tr was still reduced to grade 1.